Event description:
In 2007, pt underwent initial aaa repair and had 90% renal stenosis and a huge chunk of calcium. On follow-up in 2008, it was noticed that the right kidney was smaller. Another physician reviewed pre-and post-operative films and said that the renal should have been stented at time of placement. No intervention has been done at this time. No additional info is available at this time.

Manufacturer narrative:
Evaluation: this event is still under investigation.